Event description:
A skin reaction was reported with the adc device and as a result, customer experienced symptoms described as pain on the 12th day of wear and irritation at sensor site on the 14th day of wear. Customer had contact with a healthcare professional who prescribed unspecified oral medication and unspecified cream for treatment. No further information could be obtained as the call back attempt failed and customer could not be reached. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The exact date the incident occurred is unknown. The date entered in section b3 is per the customer report of "between (B)(6)". If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.on 07 jun 2022, the customer responded to abbott diabetes care's previous attempts for additional information regarding this event. The following have been updated per this additional information and no further details were provided: b3 - date of event b7 - other relevant history h10 - addtl mfg narrative additionally, a correction has been made in the following selection: h6 - adverse event problem - health effect - impact code

Event description:
A skin reaction was reported with the adc device and as a result, customer experienced symptoms described as pain on the 12th day of wear and irritation at sensor site on the 14th day of wear. Customer had contact with a healthcare professional who prescribed unspecified oral medication and unspecified cream for treatment. No further information could be obtained as the call back attempt failed and customer could not be reached. There was no report of death or permanent injury associated with this event.

Event description:
A skin reaction was reported with the adc device and as a result, customer experienced symptoms described as pain on the 12th day of wear and irritation at sensor site on the 14th day of wear. Customer had contact with a healthcare professional who prescribed unspecified oral medication and unspecified cream for treatment. No further information could be obtained as the call back attempt failed and customer could not be reached. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch. However, the adhesive was not returned. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.